Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
The lor syringe was leaking. So there was a risk of dura breach. That happened 3 times.

Manufacturer narrative:
(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The lor syringe was leaking. So there was a risk of dura breach. That happened 3 times.